Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and ran dry, wetwater and wetwash1 background tests, all of which were acceptable. The cse replaced the reagent 1 probe and loaded a fresh reagent pack. The cse ran precision testing, which was acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, both resulting lower than the initial result. The repeat result from the alternate advia centaur instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2015-00295 was filed on june 19, 2015. Additional information (05/30/2015): a siemens customer service engineer (cse) specialist was dispatched to the customer site to perform additional troubleshooting. The cse replaced the wash manifold and ran background tests, which yielded consistent results. The cse ran a patient sample, comparing the results with results from an alternate advia centaur instrument. The results showed inconsistent precision, and a revisit was scheduled. In the follow-up visit, the cse ran low level and mid-level quality controls (qc) and found that the customer's low level results were not acceptable. The cse ran an alternate batch of the customer's qc's, which resulted within acceptable ranges. The cause of the discordant, falsely elevated tni-ultra result on one patient sample was related to an issue with the original qc material. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00295 was filed on june 19, 2015. The first supplemental MDR 2432235-2015-00295_s1 was filed on june 22, 2015. Corrected information (05/30/2015): in the first supplemental MDR 2432235-2015-00295_s1 the cause of event was updated because additional investigation determined the cause to be related to the quality control material. Due to the change in the cause of the event, (B)(4).